Event description:
IV therapist was called to ortho to check a "leaking" PICC site. When therapist arrived, she found the PICC catheter pulled partially out of pt's vein and the PICC broken off at the white anchor (where the double ports meet to intersect). The therapist pulled the dressing off and removed the entire PICC. It is unk how the PICC broke, the pt was restrained at both wrists.